Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 1999, a mitral valve replacement procedure was performed and this 27 mm sjm masters series valve with silzone was implanted. On (B)(6)2016, surgery to repair a paravalvular leak was attempted without success. The patient is expected undergo additional surgery after recovery from the attempted repair. Per report, the valve is not going to be explanted as the patient is not a good candidate for redo surgical valve replacement.